Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was missing component(s) of product, the stopper pops out of the tube, and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The missing product event occurred 2 times. The stopper popping out of the tube event occurred 2 times. The blood leakage event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the rubber stopper is missing from closure of tube, the lid popped off which resulted in blood exposure to a coworker. Technologist went to make a slide from an edta mauve tube and was mixing the tube just like any other and the lid popped off, spilling blood and exposing a coworker to the sample. The lid was very easily removed from the tube upon further inspection, definitely not the same as other tubes. When stocking tubes it was noted a stopper was missing from another edta tube."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2022-12-06 h.6. Investigation summary: bd did receive 6 samples from the customer in support of this complaint. An evaluation of the returned samples shows that 1 out of 6 tubes had a missing rubber stopper. 5 returned tubes, along with 10 retention tubes from the bd inventory, were functionally tested and, left to stand for 3 hours. None of the cap/stopper assemblies detached from their tubes during the procedure. Bd was able to confirm the customer¿s indicated failure mode with the returned samples only for 1 out of 6 tubes for missing rubber stopper. Bd was unable to confirm pop-off from the returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was missing component(s) of product, the stopper pops out of the tube, and blood leakage or other sample leakage from the device other than the insertion site or needle tip. The missing product event occurred 2 times. The stopper popping out of the tube event occurred 2 times. The blood leakage event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the rubber stopper is missing from closure of tube, the lid popped off which resulted in blood exposure to a coworker. Technologist went to make a slide from an edta mauve tube and was mixing the tube just like any other and the lid popped off, spilling blood and exposing a coworker to the sample. The lid was very easily removed from the tube upon further inspection, definitely not the same as other tubes. When stocking tubes it was noted a stopper was missing from another edta tube."